Manufacturer narrative:
Follow-up (2/5/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter displayed an "error 1" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The alleged issue began on the morning of (B)(6) 2012. The patient tests his blood glucose up to 7x daily and manages his diabetes with apidra insulin. It is not known if the patient made changes to his usual management routine. The patient denied developing symptoms or receiving medical treatment due to the alleged issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms or receiving medical treatment. However, this complaint is being reported because, the alleged "error 1" message remained unresolved.